Event description:
Covidien endo stitch auto suture device would not release needle upon removal from patient. The needle was broken during an attempt to remove it with a retained portion of the needle still remaining in the device. A subsequent "like" device was utilized for completion of the surgical procedure. Reason for use: laparoscopic diaphragmatic plication.